Event description:
A confirmed motor stall noted in event logs with no motor stall recovery recorded was reported. The patient had not had an MRI. The patient started hearing the pump alarm the day of the report at around 8:00. The reporter was not aware of symptoms at the time of the report. The pump was used to deliver infumorph additional information reported event logs read yesterday at 1528 confirmed motor stall noted in event logs yesterday at 0335 with no motor stall recovery recorded to date. Per the hcp the patient asymptomatic. The patient was admitted to the hospital yesterday. The hcp stated years ago, the patient had off label drugs in their pump but when the field communication with regard to off label drugs was received a few years ago, they decided to put infumorph in the pump. The patient and the hcp had been discussing pump explant for "months and months" because the patient wanted to be off all narcotics. Per the hcp the patient thought it was an act of god with the motor stall and explanting the pump. The pump was programmed to min rate mode yesterday (B)(6) 2014 and they are planning to explant and return the device for analysis. Additional information reported the pump was explanted. Additional information later received noted stopped pump period may exceed tube set

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to shaft bearing. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information later received reported the patient experienced no symptoms, critical alarm only. There was not more than one stall noted in the logs. It was unknown the cause of the motor stall. There was no troubleshooting or other actions taken. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.